Manufacturer narrative:
Upon reassessment, the reported post pressure error failure mode has been determined to be non-reportable. The severity of this failure is 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).

Event description:
On 07/25/2024, zyno medical received a report from the customer stating they had received post-pressure error. No patient involved reported.

Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. There are no additional complaints on this device. A follow-up MDR will be submitted once the additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).